Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted. The physician has not watched the lead connection video posted on the company website and it is not known if the recommended methods were applied.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the u.s. Analysis is pending.